Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms due to atypical rsoc voltages was confirmed via log file analysis; however, the controller¿s pump led being dim was unable to be confirmed as the controller was not returned for analysis. A review of the log file contained data spanning approximately 4 days (5sep22 ¿ 8sep22 per timestamp). Starting 5sep22 at 18:00:22 to 8sep22 at 10:12:02, while connected to batteries, the controller recorded intermittent strings of atypical low voltage advisory alarms due to rsoc voltage fluctuations on the white power cable. The voltage fluctuations did not resolve in the log file; however, the alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The heartmate ii system controller (s/n: (B)(4) was not returned for analysis. The system controller was exchanged for the voltage fluctuations on the white power cable and a dim pump led. It is unknown if the alarms resolved. No photos or additional documents were submitted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. C, section 7 - ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 - ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including low voltage alarms. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate ii system controller was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing new low voltage alarms. The patient's controller had a dim green light. The log file showed low voltage advisory events with odd relative state of charge voltages noted on battery power occurring on the white power lead of the controller. The controller was exchanged because of a white power cable issue.